Event description:
A customer reported obtaining high readings on their freestyle meter. The customer almost passed out at their home after taking humalog based on their high readings. Paramedics were called and the customer was treated with 3 tabs of glucose and taken to hospital.